Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during the preparation of the procedure, the physician attempted to perform a functional test; however, the thumb ring detached from the metal portion. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation finding: handle cannula detached.

Manufacturer narrative:
Investigation findings: pull wire detached from the handle cannula.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during the preparation of the procedure, the physician attempted to perform a functional test, however, the thumb ring detached from the metal portion. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation finding: handle cannula detached.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the pull wire had separated from the handle cannula; no kinks were found in the working length and no stretch or tear found in the area where the pull wire was detached. It was also revealed that the proximal end of the pull wire had been completely removed from the sheath. Additionally, it was noted that the crimped area in the distal end of the handle cannula was flattened to make sure that the connection between the cannula and pull wire was secured. A functional evaluation could not be performed due to the detachment of the pull wire. The complaint was confirmed; the handle was broken. The devices are completely inspected for any defects in the handle which includes verifying the function for brush extension and retraction. The issue was identified during functional check prior to use and also based on event description. Therefore, the most probable root cause of the defects is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.